Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Unspecified irrigation pump. Unspecified generator. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and a suffered a fistula (unspecified). Post-procedure, the patient presented to the emergency room with sepsis, air in the left atrium, and fistula (unspecified). There is no information regarding fistula type, mode of diagnosis, medical or surgical interventions, extended hospitalization, patient outcome, or physician¿s causality opinion. Multiple attempts have been made to obtain additional information regarding this complaint, but none has been made available.

Manufacturer narrative:
On 11/3/2017, bwi received additional information regarding this event: an esophageal fistula was diagnosed post-procedure. There is no information regarding mode of diagnosis. Patient received surgical intervention. Patient required extended hospitalization as a result of the adverse event, as the patient was re-admitted to the facility. Patient outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was related to radiofrequency ablation on the posterior wall of the left atrium. Generator was set on power control mode. Ablation was performed at less than 20 watts. There is no information regarding generator parameters, other generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. It was noted that esophageal injury prevention measures included performing ablation at less than 20 watts. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. (B)(4).